Event description:
It was reported that during a lead implant attempt, the lead would not easily advance into the superior vena cava due to a slight occlusion of the vasculature. During the passing of the lead, it was noted that the helix may have been slightly deployed. The helix was retracted and was removed with much difficulty from the vessel as it appeared to "get stuck" when the lead was finally removed, the helix was deployed and stretched out as if it had gotten caught on something. A different lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that all of the conductors were stretched, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.